Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that system and normal mode diagnostic tests resulted in high lead impedance. It was reported that the patient can feel stimulation. It was reported that no trauma or manipulation had occurred. There were no adverse events reportedly due to the high lead impedance. Revision surgery is likely.